Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information user facility medwatch report #mw5107179.

Event description:
User facility medwatch report (mw5107179) received stating: abbott guide wire broke off inside left greater saphenous vein during a venous ablation procedure. Pt tx to operating room for removal of wire under fluoro guidance. Additional information received indicated the guidewire broke off inside of lumen of left greater saphenous vein during venous ablation procedure. When the wire broke off, this required transfer to another hospital for removal of intact wire under floural guidance in or. The patient suffered no adverse sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (lhr),corrective action tracking system for the web (catsweb), and similar incident review for this product was not performed because the part and lot number was not reported and the product was not returned for analysis. In this case, it is possible that interaction with the anatomy and/or other devices may have resulted in the material separation; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. The treatment appears to be related to the operational context of the procedure as transfer to another hospital for removal of intact wire under fluoroscopy in operating room was required. There is no indication of a product quality issue with respect to manufacture, design, or labeling.